Event description:
It was reported that the new left ventricular (lv) lead was implanted but then fell out during the implant procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that the dislodgement was discovered post-operatively and the pocket had to be re-opened to revise the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.